Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, towards the end of ablation phase, the patient reported discomfort in the cervix. The procedure was completed with this device, however, hot saline was noticed to be leaking from the vagina causing superficial suface burn around the cervical area. The burn was not classified, but it was reported that the patient did not require any treatment or intervention. An additional attempt has been made to obtain follow-up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date.